Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd a reading of 136 and 186 mg/dl within 10 mins. The results vary by more than 20 % and are considered a malfunction when compared to MFR's specs.